Manufacturer narrative:
A manufacturing device history report review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This issue is a result of the customer's physical damage to the device. Beyond device repair, no further action will be taken on this issue. Operator of device is unknown. Initial reporter also sent report to FDA is unknown. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that there was a broken syringe plunger sensor and a knob was broken. No patient injury was reported.